Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead experienced chest pain and shortness of breath (sob). The physician thought that the patient was having pleural effusion due to the lead. The rv lead was repositioned. No additional adverse patient effects were reported.